Event description:
It was reported that the customer had a blue discoloration on the lower left hand side of the display. Customer stated that the top half is fine and the lower half is not clear. The act button shows bolus only and then suspend. Customer cannot see any writing below. Customer can access the menu and can see the bolus, but was unable to see remaining information on top half of the screen. Customer woke up with a partial display on the pump display screen. Customer's blood glucose level was 72 mg/dl. Customer was using an energizer aaa alkaline battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments partial display due to ink spot/bleeding at bottom side at lcd glass. The insulin pump was received with cracked display window at bottom right side.